Manufacturer narrative:
Investigation summary: bd received 10 samples for investigation. The samples along with 95 retention samples were visually inspected and no cracks or breaks were found. A complaint history was performed and this is the 1st complaint received for this defect on this lot number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® serum blood collection tubes, 6 tubes broke in the centrifuge during sample processing. Samples were recollected. There was no other health impact or consequences reported.